Event description:
It was reported that a wireless battery module g causes a pump to turn off when the back of the battery is pressed. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom "pump turns off when you press on the back of the battery" was confirmed but could not be reproduced during evaluation. Evaluation found corrosion and flaking around battery contacts which may have contributed to the reported symptom. The wireless battery contacts were replaced to correct this condition.